Event description:
Report received from (B)(6) states: "the vitrectomy cutter started by making an unusual noise hard to describe, kind of like if there was something loose. It was then noted that there was bss spraying on the biom and the cutter became inefficient causing a lot of traction on the retina. The cutter was changed for a separate one which did the same and was changed for another one that functioned properly until starting to make the same unusual noise at the end of the case. This occurred while going in periphery. There were no injuries to the patient."

Manufacturer narrative:
The device has been requested for evaluation; however has not yet been received. Report 2 of 3.